Manufacturer narrative:
Evaluation: the product was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the returned device confirmed the report as described. The stent has fully deployed and was included in the return. The stent is contaminated with dried body fluids. The stent is bent and partially separated approximately 1cm from the one end, most likely from the difficulty with introduction system removal and retrieval with a snare. The handle exhibits a bend. No bends or kinks were noted in the introduction system. The introduction system tip was measured and found to be within our manufacturing specifications. A discrepancy or anomaly that could have contributed to the reported observation of removal difficulty was not observed during our analysis. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the additional information indicated a sphincterotomy and biliary dilation was not completed prior to the attempt in stent deployment. The instructions for use for this product line advise the user that a sphincterotomy and/or dilation of the strictured area may be performed to ease deployment in narrowed strictures. These activities will aid in smooth stent deployment. Not performing a sphincterotomy and/or biliary dilation could have contributed to this observation. Bending of the introduction system handle can occur if excessive pressure is applied to the introduction system, perhaps if difficulty was encountered during stent placement and/or removal of the introduction system. Prior to distribution, all fusion zilver biliary stent systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two cook endoscopy fusion zilver biliary stent systems. The first stent was placed successfully. The physician placed the second stent 2cm inside the first stent with approximately 1cm exiting the ampulla. As the introduction system was being removed, the introduction system lodged on the second stent, dislodging it from the ampulla. A snare was used to retrieve the dislodged stent, and the first stent remained in position. Another stent was placed to complete the procedure. The patient did not require any additional procedures related to this occurrence. The patient did not experience any adverse effects due to this observation.